Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was dropped and the wake button became detached from the pump. Reportedly, the customer was able to put the wake button back onto the pump, and the button was functioning as intended. The customer's blood glucose level was not impacted.